Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem -imf (annex f) health impact codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transplanted and is recovering.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-mar-2021 h5: no h6: patient ime code(s): e0514, e0303 h6: imf code(s): f1203, f1905, f2303, f08 h6: img code(s): g04035 h6: FDA device code(s): a07 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, two months prior to the vad exchange, the vad had an abnormal noise with a third harmonic present. One month later, there was a slight step increase in trending power. One week later, the patient presented with an elevated hemolysis and the vad continued to exhibit the abnormal noise with increased third harmonic amplitude. One day later, the vad exhibited a sudden increase in power level, power spikes and the vad stopped. It was also reported that the controller exhibited an electrical fault alarm and two controller fault alarms. The controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that, after the vad was explanted, the physician's investigation revealed that no thrombus was observed but it was suspected that the lysis attempts removed the thrombus deposit. Also, the physician found scratch marks on the vad rotor back, "severe ti-deposits at back housing ceramic...ti-nitrite was worn down at center post and central hole of the rotor with severe surface destruction at one side. Close look to center post welding line shows inconclusive inhomogenities in welding line. Close look to rotor back shows cracks at rotor back at the polished welding line of rotor back plane...(and) magnetic degradation (of rotor magnets) induced rotor imbalance is likely."

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) was returned for evaluation. The controller ((B)(6)) was not returned for evaluation. Review of the devices¿ manufacturing records did not reveal any deviations from specifications. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual examination, as well as visual evidence provided by the site, revealed abrasions on the lower housing ceramic surface and inferior surface of the impeller as well as abnormal wear and damage to the coating finish on the center post and on the inner diameter of the impeller. Further visual inspection revealed a crack along the center post cap welding. Functional testing was not performed to prevent further damage. Review of the magnetic scanner system results revealed abnormal magnetic data. Dimensional verification could not be completed due to the absence of magnetic levitation between the rear housing and the impeller. Dimensional verification that was able to be performed revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis revealed several increases in power consumption above the normal operating range, leading up to a sudden power spike on (B)(6) 2023 and sixty-one (61) high watt alarms logged since (B)(6) 2023. Sixty-four (64) vad disconnect alarms were recorded on (B)(6) 2023 starting from 02:46:18. The vad disconnect alarms were most likely false alarms. Several vad disconnect alarms recorded that the speed at the onset of the alarms were higher than the set speed. The remaining vad disconnect alarms cleared within two (2) seconds; even though the speed recorded at the onset of the vad disconnect alarm was close to the set speed, it was likely that the speed decreased from a speed higher than the set speed in a short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. These observations indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering the vad disconnect alarms, even if the driveline was still physically connected to the controller. Two (2) controller fault alarms logged on (B)(6) 2023 at 03:44:56 and 03:51:12, due to speed under range indicating that the pump speed is below 1500 rpm (revolutions per minute) for 30 seconds, which likely corresponds with the demagnetization of the center post, resulting in contact between the impeller and rear housing. One (1) electrical fault alarm was logged on (B)(6) 2023 at 08:50:44 due to an overcurrent trip condition in the rear stator and a reactivation event was simultaneously recorded indicating an overcurrent condition on the front stator. Additionally, a vad stopped alarm was also logged at 08:50:44, indicating that the motor stators failed. During the time of the alarms, log files revealed excessive high power consumption with power spikes above normal operating range. A vad disconnect alarm was then logged on (B)(6) 2024 at 08:50:45 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Audio files provided by the site revealed an abnormal sound from the pump during use. As a result, the reported event was confirmed. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the investigation conducted, the most likely root cause of the reported pump event, high power, vibration, and observed controller fault alarms may be attributed to the local demagnetization of the inner bearing sub assembly. Moreover, it is likely that the observed crack along the center post cap welding allowed fluid/moisture ingress in the center post chamber, compromising the magnetic field of the inner bearing magnets. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization. CAPA pr00510718 is investigating demagnetization of the inner bearing assembly. Since the entire length of the driveline cable was not returned for evaluation, it is possible that the wires were damaged in a segment which was not received or at the site where the driveline was cut. Based on risk documentation and the available information, a possible root cause of the electrical fault alarm, vad stopped alarm, and observed reactivation event due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the driveline wires, and/or driveline connector. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the ventricular assist device (vad) exhibited a "...clear imbalance of rotor regarding picosope, increased haemolysis but no significant increase in power consumption." Lysis therapy was performed twice, but was unsuccessful. It was suspected that the vad had a "center post problem" and the vad was exchanged. No further patient complications have been reported as a result of this event.